Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: did 2 sutures break post op on this one patient? Yes. What was the date of the initial procedure? What was the name of the initial procedure? Unk. What tissue was the suture used on? Fascia. How was the suture placed (interrupted or continuous)? Loop. What date was the second procedure? 3 days post op. Can you provide the operative note of the second procedure? Unk. Can you describe where on the suture line was the breakage noted? Unk. What is the age, gender and weight of the patient? Unk. What is the surgeon opinion of the contributing factors for dehiscence? Customer thought the suture was too elastic. What is the current condition of the patient? Fine after re op.

Event description:
It was reported that a patient underwent abdominal closure procedure on an unknown date and suture was used. Three days post operatively, the suture that was placed broke and the patient experienced abdominal incision dehiscence. The patient needed another surgery. The patient is reported to be in stable condition. Additional information has been requested.